Event description:
The device was returned by the customer for the issue of seal and cut short circuit damage error message that was received for the device during a therapeutic hepatectomy, partial, simple laparoscopic procedure. The error cleared after pressing ok but appeared again. The procedure was successfully completed with another device. No other device was replaced during the procedure. There was no impact of this issue on the outcome of the procedure. There was no harm or adverse impact to the patient. Upon evaluation of the returned device, it was observed that the ptfe pad (teflon pad) was worn with metal exposed. This medwatch is being submitted for the reportable issue of the worn teflon pad with metal exposed observed during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria during inspection the device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue build up. The ptfe teflon pad (tissue pad) was inspected and found it is worn with metal exposed. Additionally, the exposed metal on the jaw causes a short circuit error when the jaw is fully closed due to the metal-to-metal contact and when activating the seal or seal and cut button. The distal end of the device was inspected under a microscope and char marks were noted to the probe unit. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. The exact cause of the event cannot be exclusively identified. However based on past investigations, it is likely the seal and cut short circuit error occurred due to contact with a surgical instrument or the non-insulated area of grasping section. The detailed mechanisms are shown below. During output in seal and cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe. 1. The wearing of the tissue pad could have happened because seal and cut output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue. 2. The tissue pad was worn away, causing the non-insulated area of the grasping section to touch the probe. 3. The seal and cut output was activated with the non-insulated area of the grasping section touching the probe. This caused the seal and cut short circuit error. The intensive wearing of the tissue pad could have happened because seal and cut output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue. The instructions for use includes the following statements that warn against the issue: ·do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ¿ the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. ¿ do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Customer will not provide patient information. The device was inspected before use with no anomalies noted. The connection points to the generator were inspected. The transducer cords or the cords of any other medical device (e.g. Electrocardiograph) were not bundled.